Manufacturer narrative:
Product ID, 3889-28 lot# v315052, implanted: 2009 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's device was removed due to an infection. No further information was reported.